Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the atrial lead failed to capture, the sensing dropped, and impedance increased. A chest x-ray was performed, and it was confirmed that the lead dislodged. The lead was programmed to off and then the lead was explanted on (B)(6) 2021. The patient was in stable condition.